Event description:
It was reported that there were a defective keypad issue and system error (code 110.6021). The actual keypad issue is unknown. There was no patient harm. The issues were noted before patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. The device is used for treatment purposes.

Event description:
It was reported that there were a defective keypad issue and system error (code 110.6021). The actual keypad issue is unknown. There was no patient harm. The issues were noted before patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were a defective keypad issue and system error (code 110.6021). It was reported that the issues were noted before patient use.